Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a cartridge alarm 25 during the load sequence. Reportedly, the customer successfully reloaded the cartridge and was able to resume insulin delivery. The customer was unable to provide specific information regarding whether or not the cartridge was removed at an improper time during the load sequence. Additionally, it was reported that the customer received an altitude alarm. The customer stated that the alarm occurred when customer was swimming. Reportedly, the pump resumed normal operation and resumed insulin delivery. Tandem technical support advised the customer that the alarm could be triggered by exposure to water and instructed the customer to avoid exposing the pump to water; customer acknowledged. The customer's blood glucose level was not impacted.